Event description:
Complainant alleged that the autopulse resuscitation system would not turn on when tried with several working batteries. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 01/17/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform revealed cracked front and bottom enclosures, and a bent battery lock. The physical damages found during visual inspection are not related to the reported complaint that the platform "will not turn on". The damages appear to have been caused by normal wear and tear (autopulse manufactured in 7/2008). Functional testing was performed and the reported issue of the platform "will not turn on" could not be reproduced. The platform was powered on/off using multiple batteries and no problems were observed. However, a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was observed upon power up. A review of the archive data was performed and the data shows that numerous user advisory (ua) 07 messages occurred on 1/10/14, rather than on the reported event date of (B)(6) 2014. Based on the investigation, the parts identified for replacement are the load cell, front and bottom enclosures, and the battery lock. In summary, the reported complaint that the platform "will not turn on" was not confirmed during functional testing. The physical damages found during visual inspection are not related to the reported complaint. The ua7 observed upon power up of the platform is also unrelated to the reported complaint. This user advisory was found to be due to a defective load cell. Upon replacement of the damaged parts, the platform passed all testing criteria.